Event description:
Healthcare professional reported "infected seroma of left breast" with an allergan tissue expander. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "infected seroma". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: infection and seroma.